Manufacturer narrative:
Approximate age of device - 2 years, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in emergency room for low speed operations, low flows, pump stoppages and power elevations which were observed over the last two days while the patient was connected to the power module. Manipulation of the percutaneous lead (driveline) and having the patient move and stretch were not able immediately reproduce alarms. Upon review of the log history, a short to shield driveline fracture was suspected. The log file was sent for evaluation. No patient symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages on (B)(6) 2018 and (B)(6) 2017. The x-rays images showed a shield damage at the end of the external bend relief. On (B)(6) 2018, the manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement. The patient was placed on no grounded cable and battery power. On 12jun2018, the manufacturer¿s technical services representative performed a second driveline replacement. No further information was provided.

Manufacturer narrative:
Although the reported pump stoppage events and transient pump speed decelerations were confirmed through the analysis of the submitted system controller log file, a root cause for these events could not be conclusively determined through the evaluation of the returned portions of the driveline. Submitted x-ray images of the internal and external portions of the patient's driveline revealed shield breakdown at the end of the external bend relief. Approximately 12 inches of driveline replaced by manufacturer's technical services representatives on (B)(6) 2018 was returned for evaluation. Examination of the driveline found shield breakdown approximately 2-3 inches from the metal connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no issues that would have contributed to the confirmed pump stops. The driveline was submerged in a saline bath for high potential (hipot) testing to check for current leakage through each wire¿s insulation. This test also did not reveal any insulation breaches that would have contributed to the reported event. A second portion of the driveline measuring approximately 19.5 inches that was replaced by the manufacturer's technical services representatives on (B)(6) 2018 was also returned for evaluation. Examination of the driveline found no visible damage or shield breakdown. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no issues that would have contributed to the confirmed pump stops. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire¿s insulation. This test also did not reveal any insulation breaches that would have contributed to the reported event. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on vad support with the use of a non-grounded patent cable for power module support. No further related events had been reported to the manufacturer. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.